Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our japan affiliate during a transfemoral transcatheter aortic valve replacement with a 26 mm sapien 3 ultra resilia valve, after deployment of the first valve severe paravalvular leak (pvl) was observed. Post dilation was performed twice, however, pvl remained moderate or greater, and a leak directed from around the skirt toward the inside of the valve was also noted. There were no issues with leaflet motion. The leak was observed from the mid portion of the valve extending from the skirt area toward the inner side of the valve. A plug was deployed and the pvl was reduced, however the leak directed toward the inside of the valve remained unchanged. Therefore, the valve was determined to be damaged and a valve in valve procedure was performed. The patient was extubated and transferred to the intensive care unit.